Event description:
In 2009, a doctor alleged that he had 5 cases of temporaries placed with tempbond clear that set too hard, which either had to be cut out or the tooth broke during removal. On this first instance, there was tooth damage during removal of the crown.

Manufacturer narrative:
The doctor reported that the damaged tooth was repaired with core build up material and the crown was replaced. Evaluation of the product involved in this incident was conducted and found to be within specifications.